Event description:
The report received from the (B)(4) study states that the patient became hypotensive and suffered a myocardial infarction (mi) and a stroke during the index procedure. Eighteen days post index procedure, the patient expired from renal failure. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient's medical history includes hyperlipidemia, clinical copd, abnormal stress test, and congestive heart failure, history of smoking, diabetes mellitus, and hypertension. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified and mildly tortuous. The rate of stenosis was 99%. An angioguard (501814rec/ lot 70511542) embolic protection device was successfully deployed distal to the lesion and the lesion was pre-dilated. A precise (pc0830rxc/ lot 15431688) stent was successfully deployed in the lesion. After deployment of the stent, patient became hypotensive. The final target lesion percent diameter stenosis was 60%. The angioguard was successfully removed and upon removal, there was debris found in the filter basket. The procedure was successfully completed. During the procedure the patient suffered intra-operative arrest in addition to probably a hemorrhagic stroke. CPR was administered. This event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure.

Manufacturer narrative:
Eighteen days post index procedure, the patient expired. The patient's initial cause of death is from the lack of dialysis/renal failure. Patient was unable to tolerate hemodialysis and was not a candidate for peritoneal so, inevitably had to cease treatment. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR reports # 9616099-2012-00054 and 1016427-2012-00011.

Manufacturer narrative:
The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid stenting. The patient's medical history includes hyperlipidemia, clinical copd, abnormal stress test, congestive heart failure, history of smoking, diabetes mellitus and hypertension. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as severely calcified and mildly tortuous with a 99% stenosis. An angioguard embolic protection device was successfully deployed distal to the lesion and the lesion was then pre-dilated. A precise stent was successfully deployed in the lesion with a final target lesion percent diameter stenosis of 60%. The angioguard was successfully removed and upon removal there was debris found in the filter basket. The procedure was successfully completed. After deployment of the stent, the patient became hypotensive and suffered intra-operative arrest in addition to probably a hemorrhagic stroke. CPR was administered. This event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. Eighteen days post index procedure, the patient expired. The patient's cause of death was reported as inability to tolerate hemodialysis leading to renal failure. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension, hypoperfusion and the resultant stroke are well-known potential adverse events associated with the carotid stent implantation procedure. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR reports # 9616099-2012-00054 and 1016427-2012-00011.